Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), swelling ("abnormal swelling"), menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses") and abdominal pain ("severe lower abdominal pain"). The patient was treated with surgery (partial removal of the essure devices, an exploratory laparotomy; tubal reversal and ligation). Essure treatment was not changed. At the time of the report, the abdominal pain lower, swelling, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia and swelling to be related to essure. The reporter commented: plaintiff has not yet been able to have the remaining essure devices removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.